Event description:
Reported as "intra-abdominal rupture of the tubule having the consequence the change of access port and celioscopy. It is the first time that is observed a rupture of the tubule at equidistance from chamber and lapband."

Manufacturer narrative:
Medwatch sent to FDA on 03/aug/07. A small portion of the tubing associated with this report has been returned. The taper type cannot be determined through a visual examination. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Analysis of the device noted non penetrating cracks located on the inside of the band tubing. Analysis of the device also notes the tubing to be brittle and have irregular white coloration. The breakage of the band tubing may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. Another breakage was noted in the band tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port of the connector tubing."